Event description:
On 6/25/2024, it was reported by a sales representative via sems- (B)(4) that an ar-6480 dw arthroscopy pump had no suction once the shaver was activated. Another ar-6480 dw arthroscopy pump was switched out to proceed with the case completion. This was discovered during a procedure, with no reported patient harm. Additional information was received on 7/3/2024: this occurred during a shoulder scope procedure on (B)(6) 2024. There was no case delay and no adverse effects on the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Pressure testing evaluation with the pump returned indicated no problem with pressures. The most likely cause for the reported failure can be attributed to user error of the device due to improper unplugging and plugging of the connector into the dualwave¿ arthroscopy fluid management system.